Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. The cine provided for review, as well as the limited details supplied are not sufficient to draw any conclusion other than to confirm that there is a stent fracture. Without additional information, such as lesion morphology and vessel pretreatment prior to the implant, any conclusion would be supposition. Additional information regarding the patients routine motion (flexion, squatting, etc.) Would help to determine a possible root cause. The reported patient effect of claudication is listed in the supera peripheral stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported break on the stent as well as the adverse patient effect of claudication. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal popliteal artery that was mildly tortuous, moderately calcified. A supera 5.0mm x 60mm 6f 120cm self-expanding stent was implanted on (B)(6) 2016. Sometime after, the patient was having symptoms of claudication and on (B)(6) 2016 a fracture was discovered by CT, however it was not clear. On (B)(6) 2016, the fracture was confirmed by angiogram and treated the same day with balloon angioplasty using a drug coated balloon and 3 non-abbott stent grafts. The patient outcome was stable. There was no clinically significant delay in the procedure. No additional information was provided.